Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call power error. The customer¿s blood glucose was unknown. Customer reported that the past few days his batteries have become depleted within a short amount of time. Customer reported that he has placed new batteries in his insulin pump and will receive replace battery alerts. Customer reported that his battery normally would last several weeks, but it¿s only been lasting a couple days, he recently went to (B)(6) to pick up brand new batteries, but he eventually receives replace battery after a few days of changing it out. Customer reported that he just received replace battery now about fifteen minutes ago. Pump died before he changed it out. Pump is not alarming at time of call. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer¿s alarm history shown that insulin pump had power error. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.